Event description:
On (B)(6) 2015, a customer reported to biomerieux that they obtained a discrepant identification result when using the vitek ms instrument. The vitek ms instrument reported a result of oligella ureolytica with a confidence of 99.9%. Confirmation by dfa and pcr confirmed the organism to be francisella tularensis. An internal investigation into the event has been initiated by biomerieux.

Manufacturer narrative:
Biomerieux analyzed the data log files for the vitek® ms instrument for the sample involved in this incident. The mis-identification event was most likely caused by a non-optimal tuning of the instrument. Further investigation into the actual sample involved was not possible as the customer discarded the organism. The data file was compared to the new knowledge base version 3.0. This comparison resulted in an accurate result for the sample of "no ID." A CAPA has been opened to determine the root cause for an adverse quality trend for mis-identification events with not optimal fine tuning of the instrument utilizing the knowledge base version 2.